Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with the vitek® 2 gn test kit. Customer reported that four (4) patients were concerned by identification issues. The different results obtained with vitek®2 gn test kit were as follows: - results obtained for patient 1 (ID isolate (B)(6)) were : enterobacter cloacae complex, sphingomonas paucimobilis. There is no indication or report from the customer to biomérieux that the incorrect results led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results associated with the vitek® 2 gn test kit. An investigation was performed. The investigation was initiated in response to complaints reporting a higher than expected rate of "low or non-reactive biopattern" results for gn lot 2410128403. Some complaints linked to this investigation, also noted that some cards of this lot did not fill as expected or exhibited tape defects. Inspection of the cards returned for this investigation revealed the presence of a wrinkle in the bottom tape of some of the cards near well 41, present in varying degrees of severity, which would impact the filling of the cards. The primary root cause of the defect was linked to a mechanical failure on taper 13 that allowed the card to shift while the tape was being placed, creating the wrinkle. Please note: the vitek® 2 product information includes the following statement in the precautions sections: "prior to inoculation, inspect cards for tape tears or damage to the tape and discard any that are suspect. Ensure that cards are filled properly and do not load any cards that are filled improperly. Check the saline level in the tubes after the cassette has been processed to ensure proper filling of the cards."